Event description:
The patient reported frayed wires and sparking of the power supply box. The patient electronic unit and accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure of the power supply. There was no damage to the right-angle extension cable or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. A golden power supply was used to power the unit throughout all testing steps. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The reported problem that the pes sparked was confirmed.